Manufacturer narrative:
The reported events of noise, r wave sensing variation and insulation damage were confirmed. As received, a partial lead was returned in two pieces. Visual examination found an external abrasion which breached the outer insulation and exposed the outer coil was found at the proximal region of the lead. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturer report number: 2017865-2023-23392 it was reported that the patient presented for revision of the right ventricular (rv) lead due to r wave sensing variation. Prior to the procedure a device interrogation revealed episodes of noise reversion caused by right atrial (ra). During the procedure an insulation breach was observed on the ra lead. Both leads were successfully explanted, and the rv lead was replaced. The patient was stable before, during, and after the procedure.